Event description:
The customer reported that the hematocrit (hct) and hemoglobin (hgb) results were not matching on the coulter ac*t diff analyzer. While troubleshooting the issue, the customer observed fluid from the syringe assembly leaking inside the instrument. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed that the red blood cell (rbc) bath was not draining completely due to a hole in the rbc bath drain tubing at pinch valve lv15. The fse indicated that the hole in the tubing were due to wear and tear and a drain solenoid that was sticking. The fse replaced the drain solenoid and drain pump tubing to resolve the leak and verified the repairs as per established procedures. Failure mode of the event is attributed to a hole in the rbc bath drain tubing and a drain solenoid that was sticking. Beckman coulter internal identifier for this report is (B)(4).